Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2 mmol/l. The customer¿s current blood glucose value was 4.9mmol/l. It was unknown if the auto mode was active or not at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.